Event description:
It was reported that stent damage occurred. The 25.6mmx5.2mm, ulcerative plaque stenosis was located in the left vertebral artery. A 6.0-22 carotid wallstent was selected for use. However, it was noticed that the stent was exposed and the stent struts were lifted. The physician attempted to reconstrain the stent outside the patient's body. The stent could not be reconstrained and the stent struts remained lifted. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent fully constrained and mounted in the correct position on the delivery system. For investigation purposes the investigator successfully deployed the stent with no issues or resistance experienced. A microscopic examination found no issues or damage to the deployed stent. A visual inspection of the stent impression and stent cups identified no issues. The imprinted stent impression was clear on the stent holder. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 25.6mmx5.2mm, ulcerative plaque stenosis was located in the left vertebral artery. A 6.0-22 carotid wallstent was selected for use. However, it was noticed that the stent was exposed and the stent struts were lifted. The physician attempted to reconstrain the stent outside the patient's body. The stent could not be reconstrained and the stent struts remained lifted. No patient complications were reported and the patient was stable.